Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years, 3 months due to degenerative stenosis. The surgeon also indicated calcification. The explanted device was replaced with another edwards bioprosthetic valve. No other details were obtained through follow up.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
A copy of the operative report was received on (B)(4) 2012. Based on the operative report, the subject valve was explored and found to have calcification of all 3 leaflets. The subject valve was explanted. Care was taken to preserve the patient's annulus. Once the valve was explanted, the annulus was debrided of retained sewing ring and pledgets. The ventricle was irrigated and the annulus was sized. A 23mm edwards pericardial valve was selected and seated and the sutures secured. The closure was reinforced with bioglue. The patient was weaned from cardiopulmonary bypass. Unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the "calcification of all 3 leaflets" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.